Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged during the implant procedure. As the physician went to reposition the lead, the patient's blood pressure dropped as a perforation occurred which resulted in a pericardial effusion and tamponade. The physician "perfromed" cardiopulmonary resuscitation and a pericardiocentesis which drained 1100 cubic centimeters of blood. Pulseless electrical activity was observed and the patient was pronounced dead.